Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during da vinci surgical procedure, the large suturecut needle driver instrument could not hold the needle well and did not follow the surgeon's movement. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument associated with this complaint and completed investigations. Failure analysis found the primary failure gripper cables frayed on grip cable axis at distal end to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the grip hub for axis 7 at the distal end. Some of the cables were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.